Event description:
It was reported that a dexcom g7 continuous glucose monitor provided readings in the dexcom app but failed to pair with the ilet, representing an intermittent communication failure potentially related to the antenna or electrical/magnetic components within the interoperability pathway; troubleshooting included toggling cgm settings from g6 to g7 and reentering the pairing code, and the user was advised to monitor for restoration of data flow. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed an interoperability problem between the dexcom g7 and the ilet with intermittent communication failure, with device components implicated including the antenna and electrical/magnetic subsystem. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.